Event description:
The patient was experiencing severe pain at the implant site and requested explantation of the device. The patient was also diagnosed with severe venous insufficiency and was likely not an ideal candidate for revi.

Manufacturer narrative:
Bluewind has adopted more stringent reporting criteria for implant-related complaints starting april 24, 2026. A retrospective review of two years of complaint data, covering the period from march 1, 2024 to march 1, 2026, was performed. A total of 543 patient cases were reevaluated. Of these, 68 cases involved patient infection, pain, wound healing issues, implant failure, or surgical complications. These 68 cases were reassessed against the updated reporting criteria for implant-related complaints, and four complaints were determined to be reportable under the new criteria. Complaint 00514 is one of four reportable cases.